Event description:
Patient was above the bed stuck in a voyager 550 ceiling lift for 20 minutes. Three mattresses were placed under the patient to make pt comfortable. Pt was hooked up to the manual hoyer lift. The sling for the ceiling lift was cut in order to lower pt down onto the bed. The emergency cords for the ceiling lift did not work.